Event description:
The customer reported to olympus that the bronchovideoscope had no image due to water intrusion. The issue was found during reprocessing before a tracheal examination procedure. The facility finished the procedure with a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of no image was confirmed. However, there was no water intrusion found. The device evaluation found the light guide tube was scratched, the video cable was scratched, the insertion section was scratched and, all the switches on the switch box did not work due to damage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
Updated: h6, h10 corrected: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the no image issue could be determined, however, the issue was likely the result of damage to the charged coupled device (ccd) unit due to physical stress applied during user handling. The event can be detected/prevented by following the instructions for use which state: ¿- inspection of the endoscopic image¿ ¿- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.